Event description:
During the therapeutic procedure of placing the device in a pt the blue tipped portion of the device became detached from the tubing, leaving the button stuck in the stoma site. The physician reported that she was able to successfully pull the button through, removing it from the pt. The pt was then taken to surgery to successfully place a g-tube enteral feeding device. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.